Manufacturer narrative:
(B)(4). Insulin pump was received with missing retainer and missing reservoir tube o ring. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer.

Event description:
Customer reported via phone call that the insulin pump had low battery alert and replace battery alert. The customer¿s blood glucose level was 202 mg/dl. The customer was assisted with troubleshooting. Customer stated that they that battery on insulin pump only lasting for 3 days. Customer stated that they uses suspend before low or suspend on low cgm feature. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.